Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the reported was submitted under MFR number:0001822565-2017-05111. A new report will be submitted under MFR: 0002648920-2018-00165. The intial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106 and 05114.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately 7 years ago and has been experiencing pain since the procedure. The patient received a letter, that he could not provide, from zimmer indicating that there was a problem either with his knee or the instrument used to perform the surgery.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: date of report, describe event or problem, brand name, common device name, model#, catalog #, serial #, lot#, expiration date, other #, UDI#, implant date, concomitant medical products, name and address, date received by manufacturer, PMA/510(k) number, if follow-up, what type?, device manufacture date, and additional mfg narrative. Concomitant medical products: natural knee ii femoral component, catalog#: 630700021, lot#: 60764724. Natural knee ii tibial stem, catalog#: 6307-01-220, lot#: 60692382. Natural knee ii polyethylene patella, catalog#: 630107101, lot#: 60544285. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106, 0001822565-2017-05111, 0001822565-2017-05114, 0001822565-2018-00452.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately seven years ago and has been experiencing pain since the procedure. The patient received a letter, that he could not provide, from zimmer indicating that there was a problem either with his knee or the instrument used to perform the surgery.